Event description:
Customer reported that in the middle of the phacoemulsification procedure, the system was displaying multiple errors. Errors included foot pedal, hand piece and circulation wheel errors. Staff changed out phaco hand piece, tried to re-prime/tune the unit and finally powered down the unit. The customer brought in their back-up system to complete the case. Surgeon completed the case without any complications using their back-up system. No unplanned sutures, no vitrectomy was required. Patient's expected outcome is good.

Manufacturer narrative:
The field service engineer (fse) visited site and upon inspection and analysis of the unit the fse found the foot pedal intermittently defective. The defective foot pedal was replaced the following surgery day. While onsite, the fse performed annual preventative maintenance (pm) service. No additional problems or observations were detected and the system was found to meet all amo specifications. (The defective foot pedal model was cmp680700, serial number (B)(4)). All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.